Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have pulmonary fibrosis. The medical intervention that the patient received in response to the event is currently unknown. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's the unit has caused pulmonary fibrosis of the lungs. Medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation, black dust-like contamination on top of the bottom enclosure, blower box and air inlet of the blower box. Black contamination, consistent with keratin, at the air outlet of the blower box from external source. The manufacturer used a fitt (foam integrity test tool) and was unable to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found two error codes. The manufacturer applied power supply and ac power cord to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. Manufacturer unable to address the patient symptoms.